Event description:
The device was applied during an unspecified procedure. Reportedly, the instrument did not cut. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
The exact mfg site could not be determined as the production lot is unk.